Event description:
A customer reported that the coulter lh500 hematology analyzer leaked diluent from aspiration probe when switching from primary to secondary mode. The leak was contained within the instrument and the instrument did not give any error messages. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No patient results were affected by this event. Field service engineer (fse) cleaned the pinch valves (pv14 and pv15) that were not pitching properly, due to buildup, and replaced the tubing through those pinch valves, resolving the probe leak issue.

Manufacturer narrative:
(B)(4).